Event description:
A wrong indication of the amount of insulin displayed was reported. There was no reported impact on the customer¿s blood glucose level. The pump's return was awaited for further inspection, but no additional outcomes or actions were detailed.